Manufacturer narrative:
Date sent: 01/05/2009. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device but did not hear the crunch sound as usual. Per the surgeon there were no staples that came out of the device. They left the anvil from first device in the proximal colon. They inserted a second device trans-annually and used it to connect to the anvil from the first device. They fired, checked the anastomosis and it was good. The pt is currently fine. The device was discarded.